Manufacturer narrative:
The x-stage cover was replaced and the issue was resolved. Other parts were replaced as part of servicing but are unrelated to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during servicing some parts were found to be malfunctioning.